Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device passed all functional testing including defib/pacer stress testing, bench handling and defib cycling. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. The electrode pads used during the reported event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.